Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and determined that the reference electrode had malfunctioned. The fse replaced the reference electrode to resolve the issue. Performed system verification successfully without issues. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of one (1) false high patient result for sodium (na) involving the au480 clinical chemistry analyzer. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.